Event description:
It was reported that the patient was admitted to the hospital due to pain in the shoulder and neck that the physician and family attributes to vns. The vns was turned off and the pain seemed to stop once vns is off. Per physician, the pain begins once the vns stimulates, but lasts a little longer than the 30 second on time. The physician later decided to turn the vns back on to 0.25 ma and the patient said this was more 'tolerable'. The patient then underwent generator replacement surgery as the generator had been implanted for some time. During surgery, the surgeon noted that upon removing the lead pins, the positive pin wasn't flush; and didn't appear fully inserted. Also, clear fluid came out of the generator receptacle when the positive pin was completely removed. It was also noted that the pin did not appear fully inserted in the x-rays, per surgeon. However, pre-operative diagnostics were within normal limits.

Event description:
Further information reveals that no patient manipulation or trauma occurred that is believed to have caused or contributed to the painful stimulation. No causal or contributory programming or medication changes preceded the onset of the painful stimulation. The only intervention taken was the generator replacement and the physician indicated that the pain has resolved since the generator replacement surgery. Attempts for product return have been unsuccessful to date.